Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs ipg was flipping up and began sticking out when sitting down. Consequently, surgical intervention was taken and the patient's physician repositioned the patient's scs ipg. Follow up identified the patient was doing well postoperatively.